Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via a merlin@home transmission showing non-sustained right ventricular oversensing episodes (nsrvo) due to post-sensed t-wave oversensing. Programming changes were recommended. No intervention was reported as the nsrvo alert was no longer triggered. The patient was asymptomatic and will continue to be monitored.